Manufacturer narrative:
Insulin pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display. Insulin pump received with stripped battery cap coin slot(p) and corroded battery tube. (B)(4).

Event description:
Customer reported via phone call that customer was sitting in the doctor¿s office then he observed that the insulin pump went off and had blank display. Customer¿s blood glucose was 118 mg/dl. Customer stated that the he doesn't recall any alarm going off before the insulin pump went off. Customer stated that battery compartment was corroded. Customer stated that the spring was corroded. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.